Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Adverse event and/or product problem corrected to product problem. Outcomes attributed to adverse event left this section to be blank as this event is a product problem. Device available for evaluation: corrected to yes and added 7/16/2015 as a device return date. Type of reportable event: corrected to malfunction. Device evaluated by manufacturer: corrected to yes. Engineering evaluation results engineering confirmed that one delivery catheter exhibited polyimide guidewire lumen detachment at the leading end of the trailing olive junction. It appeared that the detachment was due to the lack of bonding between the polyimide guidewire lumen and trailing olive. The root cause for the lack of bonding between the polyimide guidewire lumen and trailing olive could not be determined based on the currently available information. However, the infolding exhibited on the introducer sheath indicates that the leading olive was caught at the sheath during retraction, and further pulling the delivery catheter forcefully may have caused the polyimide detachment. Two deployment line to deployment knobs exhibited that the deployment line broke and detached at approximately 1.5-2cm from the deployment knob. The magnified view of the free end of the deployment line indicated the cause of the break was tensile failure. The root cause for the deployment line tensile failure could not be determined at this time.

Event description:
On (B)(6) 2015, the patient underwent endovascular repair of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. After a trunk ipsilateral leg and contralateral leg components were deployed, a proximal type I endoleak was revealed. An aortic extender component (pla260300j/13520010) was deployed to treat the endoleak, but it still persisted. Another aortic extender component (pla260300j/13520011) was then implanted, and while a delivery catheter was being removed, it appeared to be caught on something. The delivery catheter was pulled forcefully, and its leading olive was separated and left in the patient¿s body. A non-gore device was further implanted to treat the remaining proximal type I endoleak, and the endoleak was finally resolved. The physician determined that the detached olive could not be retrieved, and a metal stent was implanted to sandwich the detached olive with the vessel wall, preventing the olive migration. The procedure was concluded, and no health problems have been revealed to the patient. It was reported by the physician that the delivery catheter was not being removed under an imaging, which could have caused the leading olive to be caught on something and to be separated.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.